Event description:
As reported, on july 5, 2005, this patient was implanted with gore excluder aaa endoprosthesis. In 2005, imaging demonstrated the distal limb of the trunk-ipsilateral leg component was infolded on itself. In 2008, the patient underwent a re-intervention in which the trunk-ipsi limb was re-opened by rigorous ballooning and an iliac extender was implanted within the limb. The patient is reported to be in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.